Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had no delivery alarms and a high blood glucose. Customer's blood glucose was 290 mg/dl at the time of the incident. Customer's blood glucose was 320 mg/dl this morning. The customer performed a 5.0 unit fixed prime and stated that the insulin did exit and the pump alarmed no delivery. After troubleshooting, the customer reported that the insulin exits with manual prime. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by a set or reservoir occlusion. Customer was advised to change the set.